Event description:
It was reported that the patients' left hip was revised due to pain. C-reactive protein was high.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm liner poly. Additional devices reported were: unknown mdm metal liner. Unknown ctaper biolox head. Unknown titanium sleeve. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding the patient¿s fifth revision due to pain and elevated c-reactive protein involving a restoration adm insert was reported. The event was not confirmed. Device history review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information, such as better quality x-rays, medical records, and operative reports, is needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patients' left hip was revised due to pain. C-reactive protein was high.